Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the black inner sheath was separated during deployment. There was no patient complication reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of guide catheter break. H11: the advanix-naviflex biliary stent was returned for analysis. Visual examination of the returned device found that the only the guide catheter was returned detached, and the stent was attached to the guide catheter. The stent had multiple wrinkles. No other problems were noted to the stent and delivery system. The reported event of catheter guide detached/separated was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It is possible that tortuosity, handling of the device and the technique used by the physician, limited the performance of the device and contributed to the reported event and observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix stent was to be implanted to treat a stricture in the biliary during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent was not deployed. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Blocks b5 and h6 (device code) have been corrected.

Event description:
It was reported to boston scientific corporation that an advanix stent was to be implanted to treat a stricture in the biliary during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent was not deployed. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event.